Manufacturer narrative:
Based on the claim against the product by the customer noting the customer encountered a repeated recoverable fault on arm 4. An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse reproduced the reported issue. The fse replaced universal surgical manipulator (usm) 4 according to isi procedures due to repeated errors. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed, and the issue was confirmed for repeated recoverable faults. The usm was tested on a fixture test platform which failed the fiber test on the rolling loop. The rolling loop fiber was swapped with a new one and the errors went away. The original rolling loop fiber was reconnected, and the errors returned. The complaint regarding repeated recoverable errors was confirmed based on failure analysis, which indicates that the device did contribute to the customer reported issue. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: a usm was not disabled/abandoned after the start of the procedure and the surgeon was able to continue with the procedure robotically using 4 arms. However, the fse was dispatched to the site and confirmed the customer reported issue. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer encountered repeated recoverable faults on arm 4. The technical support engineer (tse) confirmed errors on universal surgical manipulator (usm) 4. The tse noted that the customer was able to recover and continue using arm4. The customer proceeded as planned. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.